Event description:
It was reported during a cruciate ligament reconstruction, screw loosening occurred, then the surgeon took out it and found the front-end of the screw split. No patient injury was reported.

Manufacturer narrative:
One 7x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw showed no damage. Dimensional assessment confirmed the screw meets print specification. This investigation could not identify any evidence of product contribution to the reported problem.